Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that a routine follow-up appointment, this implantable device battery was suspected of exhibiting premature depletion. The physician subsequently explanted and replaced this device to resolve the event and no additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that a routine follow-up appointment, this implantable device battery was suspected of exhibiting premature depletion. The physician subsequently explanted and replaced this device to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.